Event description:
Mislabeled or misdirected lancet device identified no ndc#. No contact information for questions or concerns questionable address of manufacturer. Quality review of products revealed this box which has been on the shelf for some time, and the wholesaler is not identified. The product has been removed from inventory but is available if requested.